Event description:
It was reported the generator failed during a case; the generator was alarming, but they could not read what the error box said. They switched to a bovie. There was no effect on pt.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period 08/15/2010 through 08/15/2012. Eval: the pulsar generator was received in fair condition with minor surface imperfections on the upper right case lid. A power cord was received. Loose hardware could be heard inside unit. When the cover was removed, two screws were recovered (a result of broken dc pcba long stand-offs). The front monopolar connector was loose. The unit delivered rf energy correctly into fixed resistors across all modes and power levels. A known bug in the early ucb software version appeared to have caused spurious e2 errors. Upgrading the software will resolve the issue. The broken parts were repaired. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use.